Event description:
Hamilton medical ag received the following event description: "screen flickered during ventilation. Ventilation continued, no interventiaton required".

Manufacturer narrative:
Investigation is ongoing.